Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch fasttake meter was not powering on. The complaint was classified based on the conversation, the customer care advocate (cca) had with the pt. The pt did not recall when the alleged issue with the subject meter started. Approx 3 months prior to contacting lfs, after the alleged issue started, the pt reported that she had fallen at her house and broke her hip. Prior to falling, the pt indicated that she had felt dizzy. The pt stated when taken to the emergency room they tested her blood glucose on the ER meter and obtained a reading in the "500 mg/dl" range. The pt reported being treated with insulin (type and dose unk) and discharged from the hosp approx 3 days later. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter. The pt did not recall if she had ever replaced the batteries in the meter as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly received treatment by an hcp for hyperglycemia after the alleged power issue began.